Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. After attempts to reposition the lead, the decision was made to explant the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.